Event description:
It was reported that the patient experienced inadequate pain relief. The patient also reported that the ipg heated up and would cause increased discomfort to the lower back. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 19609494.